Manufacturer narrative:
There was no patient injury. PICC broke and had to be replaced. The dhrs for the finished, packaged product lot were reviewed as well as the catheter assembly lots. No similar concerns were found. A review of the complaint database was performed and no similar complaints related to this lot number were found. At this time, no product has been received by argon for evaluation. Therefore, a definitive root cause could be established at this time. Potential causes for the user issue may include taping over the top of the tubing which may lead to damaging the catheter tubing wall by abrasion, failure to secure tubing with a slight bend near the insertion site that acts as a strain relief, clinician applies a bolus of infusate with excessive pressure (e.g. Using a 1 ml syringe), etc. The user issue may be related to the handling of the device in the field. First PICC catheters are 100 percent visually inspected at various stages of the manufacturing process and functional tests, which include burst, flow, leakage and tensile tests, were conducted during the manufacturing process. These tests are designed to detect any issues associated with the integrity of molded catheters assembly process.

Event description:
PICC broke at inverted triangle during a dressing change. Retrieved remaining indwelling PICC. Medical intervention-new PICC line placed.